Event description:
This patient had three overlapping stents (crs 18275, 33275 and 33275) implanted in the proximal to distal right coronary artery (rca). After 1 year, angiographic followed up angiography was conducted, which found that there were 3 fractures at the overlapped sites; it was totally separated into five segments, there was no restenosis within the fracture sites and no adverse patient event was reported. This pt had cypher stent implantation. The lesion was long and located from the proximal to distal rca. Three cypher stents 2.75mm x 18mm, 33mm x 2.75mm, and another 33mm x 2.75mm were deployed in an overlapping fashion. The cypher stent is indicated for lesions of length less than or equal to 30mm. The safety and effectiveness of using more than two cypher stents has not been established. Approximately one year later, during routine angiographic follow-up, repeat angiograqphy demonstrated three fractures within the overlapped sites; breaking the stented segment into five separate pieces. There was no restenosis at the fracture sites and no adverse effect to the patient. No intervention was performed.